Manufacturer narrative:
The user experienced severe hypoglycemia requiring emergency medical intervention while using the ilet. This situation can result in acute metabolic disturbance requiring urgent treatment and is consistent with the reported administration of glucose and d10 by ems and hospital care. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date and showed that the ilet reduced and stopped insulin delivery appropriately as glucose fell below range. The user reported being unable to effectively self-treat, and the reported ¿in and out of consciousness¿ is more consistent with cognitive impairment during severe hypoglycemia than a confirmed loss of consciousness event. Based on available information, no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 03-oct-2025, it was reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose reported as low as 32 mg/dl, resulting in emergency medical services transport and hospital treatment. The user was treated with glucose and d10 and discharged after stabilization. The user recovered and no long-term health effects were reported.